Event description:
A pump declared alarm 20 during operation, indicating an issue. Despite the alarm, the customer's blood glucose level did not exceed 500 mg/dl, remaining unaffected. The customer attempted to resolve the problem by loading a new cartridge, but the alarm recurred, preventing successful insulin therapy. Technical support decided to replace the pump as it was still under warranty and instructed the customer to use multiple daily injections as a backup therapy. They also arranged for the problematic pump to be returned, providing a pre-paid shipping label and instructions for storage mode, which the customer understood and acknowledged.